Event description:
(B)(4). Initial info received from a physician on (B)(6) 2009: a currently (B)(6) female (non (B)(6) pt) received an unk dose amount of injectable poly-l-lactic acid (sculptra) (lot number and expiration date unk) on (B)(6) 2006. On (B)(6) 2007, she received a second treatment of a total of 9 cubic centimeters (cc) of injectable poly-l-lactic acid that was reconstituted with lidocaine (xylocaine) for soft tissue filler for her face. She reported eighteen months later ((B)(6) 2008) that she developed nodules in the malar eminence of the chin and the nodules in the right chin were in the expansive phase. The reporting physician who was not the administering physician intends to try treatment with prednisone (sterapred) for the nodules. Medical history and concomitant medications were not provided. No further relevant info reported. Additional info for sculptra (lot number and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional info received from a nurse on (B)(6) 2009: during the consumer's first treatment on (B)(6) 2006, she was injected with "about 5-6 cc's, not exactly sure" of poly-l-lactic acid that was reconstituted with lidocaine and sterile water in the eye brow region. During her second treatment on (B)(6) 2007, she was again injected with 9 cc's of poly-l-lactic acid (medical record did not indicate what it was reconstituted with) in the eyebrow region. On (B)(6) 2009, she complained of a hard nodule over her right malar and also a small nodule in the right lateral chin. Reporter thought that the info about where poly-l-lactic acid was injected was not correct and that the info was charted wrong but she is relaying what the chart said. Medical history reported as, "she mostly comes in here for cosmetic things." No further relevant info reported.

Manufacturer narrative:
Additional implant date: (B)(6) 2007.